Event description:
The pump was explanted and returned to the manufacturer after an implant duration of 52 months. No reason for the explant was given.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.